Event description:
The device was received with no information.

Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled, fed and formed 7 clips, and ejected the remaining clips. Additionally, the instrument did not lock out as intended. The instrument was disassembled and the lockout posts were noted to be broken. We have documented the circumstances as they were reported to us. In additional, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.